Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened (no creased) dome switch on bolus and esc button. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm, were noted. Device passed basic occlusion test unable to prime at 2.5 lbs during prime/a33 test due to faulty force sensor resistor. Unable to verify no delivery/occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly. No rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button errors. Customer stated the insulin pump had few failed battery tests, rejected brand new batteries every couple months, random no delivery alarms every few months requiring entire set to be changed, rewind was slower than in the past and scratches on screen did not affect readability. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.